Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor readings compared to readings from an adc meter. The customer did not notice a trend arrow on the device. The customer experienced unspecifed symptoms and was unable to self-treat and required third-party treatment. Treatment details remain unspecifed. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 39 mg/dl was compared to adc meter reading of 280 mg/dl. When the results were plotted on a parkes error grid, fell into the d zone showing the difference in values to be clinically significant. The length of sensor wear was 3 days. However, it is unknown when these readings were obtained in relation to the reported medical event.